Event description:
According to the reporter, during a laparoscopic hernia procedure, a piece of rubber from the port was discovered inside the patient at the end of the case. It was noticed by the surgeon during removal of the camera. The rubber was removed by the surgeon. The port had been leaking from the beginning of the case. Upon inspection, and after dismantling the port to figure out where the rubber had come from, it was discovered that the origin was from the seal of the hernia port. There was no patient injury.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, d9. Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the three images depict the circular seal disengaged from the device. It was reported that the seal disengaged and leaks. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic right inguinal hernia repair, a piece of rubber from the port was discovered inside the patient at the end of the case. It was noticed by the surgeon during removal of the camera through the 5 mm port. The rubber was removed by the surgeon. The port had been leaking from the beginning of the case. Upon inspection, and after dismantling the port to figure out where the rubber had come from, it was discovered that the origin was from the seal of the hernia port. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic right inguinal hernia repair, a piece of rubber from the port was discovered inside the patient at the end of the case. It was noticed by the surgeon during removal of the camera through the 5 mm port. The rubber was removed by the surgeon. The port had been leaking from the beginning of the case. Upon inspection, and after dismantling the port to figure out where the rubber had come from, it was discovered that the origin was from the seal of the hernia port. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, a piece of rubber from the port was discovered inside the patient at the end of the case. It was noticed by the surgeon during removal of the camera. The rubber was removed by the surgeon. The port had been leaking from the beginning of the case. Upon inspection, and after dismantling the port to figure out where the rubber had come from, it was discovered that the origin was from the seal of the hernia port. There was no patient injury.